Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the instrument was difficult to close and difficult to remove. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.